Event description:
It was reported by a consultant that during a scoliosis procedure, the surgeon used the insitu benders to bend the rod. The insitu benders were placed on the rod on either side of the matrix screw with the locking cap in place. Upon bending in the sagittal plane, one of the matrix locking caps popped off of the matrix polyaxial screw. It appeared that the threads of the matrix locking cap sheared off. All the pieces of metal from the matrix locking cap were retrieved without harm to the patient. A new matrix locking cap was used to replace the damaged locking cap.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received with damage on the star drive and with two broken threads on the screw. The reported failure is possibly indicative of excessive force applied to the thread during the bending process. Further investigation notes that the amount of force possibly applied to the locking cap or whether the cap was fully threaded into the head is undetermined. A review of device history record did not reveal any conditions that could have contributed to the reported event.